Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative with an implantable pump containing dilaudid (hydromorphone) (150 mcg/ml at 30 mcg/day) for unknown use. It was reported that the patient had a planned pocket revision after a recent clinic visit where the pump could not be interrogated because it was flipped upside down. The pump could not be filled at that time. The exact date was unknown. The body habitus and pump were located in left flank subcutaneous tissue fold. The patient was taken to the operating room (or) and the physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. When removing the pump from the pocket, the physician noticed that the catheter was twisted and a portion of the spinal segment had broken off and was coiled up within the pump pocket. The physician stated that this is likely because the pump had flipped on itself so much that it resulted in tension being placed on the catheter and pulling it through the pocket. The physician then proceeded to open up the midline lumbar incision and dissected down to the existing anchor and remaining portion of the spinal segment. All of the previously existing catheter was removed. The physician was given a new 8780 catheter kit and the catheter which was placed at t10-11. The new catheter was anchored, and then tunneled to the existing pump pocket and connected to a new proximal segment and the existing pump. The physician then proceeded to perform a catheter aspiration from the port before and after placing the pump back within the existing pocket with positive return of cerebral spinal fluid (csf). The incisions were then irrigated and closed resolving the issue.